Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying an apply sample message after the blood sample was already applied to the test strip. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2012 at an unknown time. The patient reportedly manages her diabetes with novolog insulin and is a self adjuster. It is not clear if she made any immediate changes to her usual diabetes management routine in response to the alleged issue and it remained unknown if she developed any symptoms as a result of not being able to obtain a result. The patient stated on (B)(6) 2012 she contacted her doctor who advised her to administer 3u of novolog insulin at 8am and again at 4pm which she continued to do the following day also. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient was using the correct test strips. The testing procedure was followed correctly and the alleged issue was not resolved after a retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient was unable to obtain a blood glucose result with the subject meter and although it was not known if she had developed any symptoms as a result, she reportedly received treatment advice by her doctor to increase her insulin dose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.